Event description:
It was reported an aortic perforation occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. The transeptal puncture (tsp) was performed using a versacross connect. The transseptal position was observed on transesophageal echocardiography (tee) and appeared to be mid/mid on the septum. Rf was applied, but nothing was observed in the left atrium. A new position was obtained, and rf was delivered successfully to cross into the left atrium. After attempting to advance the wire further into the laa, a change in aortic root was observed by tee imaging physician. The procedure was paused for further evaluation and monitoring of aortic hematoma. The patients vitals remained stable throughout. It was implanting providers decision to abort procedure to further monitor patient and get cardiac computed tomography (CT) imaging for further diagnosis. Case imaging was reviewed and appeared to show the first transseptal attempt crossed into the aorta. The patient was monitored in the intensive care unit (ICU) overnight. No further complications occurred and the patient was discharged.